Event description:
It was reported to philips that the device shutdown on its own, the screen doesn't come on, and there is a red x on display. There was no patient involvement.

Event description:
It was reported to philips that the device shutdown on its own; screen doesn't come on, and there is a red x on display. The field service engineer (fse) evaluated the device and confirmed operational issues. The device needs a processor pca and software reload. Upon conclusion of the evaluation, it was determined that the processor pca and a device software require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The system meets the specification for the performed service and is returned to use.